Manufacturer narrative:
The event occurred during intravenous (IV) infusion (previously submitted as occurred during an unspecified process step). The nurse noted air in line below the level of the IV pump. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed which revealed a leak in the tubing of the returned sample. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from small holes in the tubing. This issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.